Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to charge ipg as recommended. The patient ipg was deemed inoperable. The patient programmer displayed error 2501. Troubleshooting was unsuccessful. Surgical intervention may take place at a later date.

Event description:
Additional information received identified the patient underwent surgical intervention (B)(6) 2018 wherein the ipg was explanted and replaced.